Event description:
It was reported that during an all inside quads anterior cruciate ligament surgery the device snapped. The locking mechanism snapped on the tibial side when tensioning. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. Because the tightrope snapped and the locking mechanism didn't work, the surgeon used an interference screw. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.